Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/08/2013 with the following results: confirmed multiple scratches on the display lens. Unrelated to the complaint, there's a crack along the battery compartment extending from the threads to the fingerpad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The previously reported investigation results are confirmed to be the results for the correct serial number device.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the display was scratched just about everywhere making it difficult to maneuver through the pump screens. There was no indication that the product caused or contributed to an adverse event. This report is made based on the allegation of the pump display screen issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.